Event description:
It was reported, the patient's dural av fistula was treated with onyx (04/22/08). During the subsequent surgical excision of the remaining vein, it was reported that onyx was observed on exposure to monopolar diathermy. The patient outcome was reported as recovered.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed. In addition, the IFU contains a warning regarding the use of electrocautery devices with onyx, "due to the possibility of electrical arcing with the tantalum metal in the onyx material, use of monopolar electrocautery devices for surgical resection of bavms or arteriovenous fistula embolized with onyx should be avoided. Bipolar devices should be used with caution."